Event description:
The customer reported that a patient may have had an unnecessary surgery. The customer alleges the event occurred due to the surgeon not finding the radiology report in pacs. The customer stated the surgeon saw the images in [?]verified' status in pacs and chose to review himself. This resulted in the surgeon determining surgery was appropriate. At the time of this event the radiologist's report was complete and available in risi and the customer's his. No further information available at this time.

Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. Date of event is unknown. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of manufacture is not known.

Manufacturer narrative:
The initial reported event details were determined to be incorrect. The customer had initially reported that an existing report was not transferred from the ris to pacs and was therefore not visible in pacs. The physician only checked the pacs and assumed that there was no report. The customer stated the surgeon saw the images in verified status in pacs and chose to review himself, resulting in the determination that surgery was appropriate. The initial information indicated that the doctor performed surgery and it ended in a critical situation for the patient. Investigation determined that an angiogram was performed with the results report released on the same day and transferred from risi to kis sap system. The content of the report was not visible in pacs and therefore also not visible in centricity web. The ward physician called the radiology department for the report and was verbally provided report details. There was divergence in the description of vascular calcination between the verbal and written reports. On (B)(6) 2015 surgery was performed on the patient without incident. The customer reported the surgeon would have performed surgery in the same manner per the written report result; it was only the sutures that were done differently as originally planned. The angiogram was performed on the patient 10 days before the surgery was performed. The report was available at the time of surgery for further review if needed. No harm to patient resulted. The investigation determined that the pacs software performed as designed, but that there was a configuration setting for the pacs/ris interface that resulted in the report not being present in the pacs database. The user could obtain the reports from the ris system as well as the hospital information system (his). The configuration has been corrected and all historical reports have been resent to the pacs. The correct user names were also properly configured in the pacs. It is specified in the centricity ris-I 4.2 plus his-ris /ris-pacs interface configuration service manual that the parameter for the approver user code must be set on the pacs side so as to allow to receive reports with unknown user codes: ris request accept report with unknown approving staff ID =(B)(6).